Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the redundant medical grade power supply (rmgps) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the rmgps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was installed into the test system and it could not power up the surgeon side console (ssc). A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system errors: 23 and 252 pointing to the loss of communication with the blue fiber cable. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the customer encountered a non-recoverable error 252. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted errors 23 and 252 pointing to the loss of communication with the blue fiber cable. Tse helped the customer power cycle the system and reseat all blue fiber cables to clear the errors. Then, the customer noted one of the surgeon side consoles (ssc) had no power. Tse helped the customer power cycle the ssc circuit breaker for one minute and move the power cord to another power outlet; however, ssc1 has no power. The customer elected to disconnect ssc1 from the system and decided to continue the procedure with a single ssc. The site continued to complete the procedure as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the procedure was completed robotically using a single ssc with no injury to the patient.